Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions and the diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the identified root cause was due to calibration out of range on the o2 sensor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen sensor in a 980 ventilator was out of range and failed calibration. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The se performed calibrations and extended self-testing on the device and all tests passed.